Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No pump error 75 alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had pump error. The customer¿s blood glucose level was 130 mg/dl. The customer's mother reported that they had received a pump error. The customer performed self-test and they received a pump error. The customer was advised to monitor. The insulin pump will be returned for analysis.